Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure, the set screw could not be loosened, although the electrical parameters were all within range. Therefore the physician left the device and lead connected and completed the procedure. The patient was in stable condition following the procedure.